Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. As received, the monitor failed incoming functional testing. Upon investigation, there was a broken connection at processor u901 on the monitor c/a board. The cause for the service code and test failure was the broken connection. The root cause for the broken connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a service code.